Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the center in vertical form upon first inflation at 6am for 60 seconds. The device removed from the patient without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.